Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated the reason for emergency visit was due to diabetic ketoacidosis, during the visit blood glucose levels were 300 mg/dl. Customer was released from the emergency room because they caught it early and she was given fluids. Nothing further reported.